Event description:
It was reported that a patient presented to the clinic during a follow-up. Noise was noted on the lead. During normal device replacement the lead was capped due to insulation. The patient was stable before, during and after the procedure.